Manufacturer narrative:
The insulin pump passed the displacement test and p-cap, reservoir locked properly in place. Pump received with cracked belt clip rail case corner and battery tube threads. Pump received with cracked keypad overlay at select button. Pump received with scratched case. Pump received with missing display window, cover. Pump received with pillowing keypad overlay. Pump received with keypad overlay texture damage. Pump received with serial number label damaged, faded. Pump not received with original battery cap. Battery cap cracked, damaged unknown. Pump failed the sleep current test and active current test due to moisture damage on the electronic assembly. Unexpected battery power loss confirmed. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the copper piece on the battery cap and retainer ring was loosened. Troubleshooting was performed for damage and noticed the reservoir did lock in place. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.